Manufacturer narrative:
Unit received with an external flash error loop during boot up. Unable to perform the displacement test due to external flash error alarm, problem isolated to the motherboard. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that customer was not able to deliver a bolus. It was reported that customer received an external flash error alarm. Customer's blood glucose was unknown. Customer received alarm once and was able to clear. Caller was advised that insulin pump would need to be replaced.